Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue involved a malfunction code that was resettable, although the customer had not reset the pump in the last 24 hours. Technical support provided the customer with pump reset information and helped with the process. However, the customer mentioned that after attempting to plug the pump in before the call, it shut off and required a reboot, after which the pump failed to turn on.